Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) since catalog# is unknown 510(k) could be either k061815, k073374 or k090140. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: it is alleged that "on or about (B)(6) 2016, [pt] underwent a CT scan as a follow up to a 2012 ovarian cancer diagnosis. This CT scan revealed that the celect filter "has its tip below the level of the main renal arteries. Extraluminal extension along the inferior margin of the filter is suspected." This was the first time [pt] was made aware of an injury from the celect filter. Following the result of this CT scan, the physician stated that he would not attempt to remove the celect filter". Patient outcome: it is alleged that "as a result of the tilt, embedment, perforation of the vena cava, and inability to remove the celect filter, [pt] faces numerous health risks, including the risk of death. [Pt] will require ongoing medical monitoring for the rest of her life". It is also alleged that "[pt] has suffered and will continue to suffer serious physical injuries, pain and suffering, mental anguish, medical expenses, economic loss, loss of enjoyment of life, disability, and other losses"

Manufacturer narrative:
Exemption number e2016032. (B)(4). Manufacturer ref# (B)(4). Unknown if the following patient and device codes are listed in the IFU. Product information not provided. (B)(4). Name and address for importer site: (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 14/jul/2017 as follows: patient received an implant on (B)(6) 2012 via the left common femoral vein due to deep vein thrombosis, history of pe . Patient is alleging thrombus, vena cava perforation, inability to retrieve.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Manufacturer ref# (B)(4). Correction: adverse event and product problem to product problem. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'ivc perforation, thrombus, inability to retrieve'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: investigation is solely based on description of event alleging "that the celect filter "has its tip below the level of the main renal arteries. Extraluminal extension along the inferior margin of the filter is suspected." (..) The physician stated that he would not attempt to remove the celect filter"" and "tilt, embedment, perforation of the vena cava, and inability to remove the celect filter". No imaging was provided to assists the investigation. Given the limited information provided, it would be inappropriate to speculate at what may or may not have led to the reported " tilt, embedment, perforation of the vena cava, and inability to remove the celect filter". Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.